Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx vela infrarenal aortic extension and an afx vela suprarenal aortic extension. Approximately four and a half (4.5) years post initial procedure, during a routine follow up the patient presented with an expanding aneurysm sac enlargement. The physician elected to bring the patient in for a reintervention. There was no obvious endoleak; however, a type 1b endoleak was suspected therefore, the right iliac limb was extended distally. Additionally, the physician added a vela proximal extension to increase distal overlap as the aneurysm had grown so large, it was felt that it was needed. The patient did well during procedure and everything looked sealed by angiogram.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Endologix requested medical records and medical imaging from the facility; however, these were not provided as the facility denied the patient was not seen at the hospital. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as the patient did well post secondary procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation type codes: remove code 4118 h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.